Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted with the rectum of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of a malignant stricture. The stricture was approximately 9 cm in length and extended from the rectum to the sigmoid colon. The patient's anatomy was reported to be "not so severely tortuous." On (B)(6) 2012, the stent was implanted within the rectum with no issues noted. On (B)(6) 2012, the patient developed abdominal pains and a CT scan confirmed that there was a perforation where the stent was located. On (B)(6) 2012, a surgery was performed to treat the perforation and an artificial stoma was created. During surgery, it was noticed that the intestinal tract had a bend at the upper edge of the implanted stent. In the physician's assessment, the edge of the implanted stent may have stimulated the lesion to cause the perforation. Reportedly, the stent remains implanted within the patient.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.